Event description:
Event description guidant received information that the pacing impedance measurement on this implantable defibrillation lead measured greater than 3000 ohms. The physician decided to replace the lead.